Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration'), salpingitis ('mild chronic salpingitis') and pelvic pain ('pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included lower abdominal pain, chronic cholecystitis, gallbladder disease and cholecystectomy. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), allergy to metals ("nickel allergy") and adhesion ("serosal fibrous adhesions"). The patient was treated with surgery (robotic assisted total laparoscopic hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, salpingitis, pelvic pain, allergy to metals and adhesion outcome was unknown. The reporter considered adhesion, allergy to metals, device dislocation, pelvic pain and salpingitis to be related to essure. The reporter commented: robotic assisted total laparoscopic hysterectomy, bilateral salpingectomy with removal of essure coils and uterosacral ligament suspension. Discrepancy noted date of insertion :- (B)(6) 2011. Patient received treatment for migration, nickel allergy. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: results: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 22-nov-2019: pfs received new event added migration, nickel allergy, salpingitis, serosal fibrous adhesions. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration'), salpingitis ('mild chronic salpingitis') and pelvic pain ('pain') in an adult female patient who had essure (batch no. 20227512,12440750) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included lower abdominal pain, chronic cholecystitis, gallbladder disease, cholecystectomy and panic attack. Concomitant products included ethinylestradiol; levonorgestrel (jolessa) and mestranol; norethisterone (ortho novum). On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), allergy to metals ("nickel allergy"), adhesion ("serosal fibrous adhesions"), cerebrovascular accident ("she had diagnosed with mimics strokes"), memory impairment ("her memory was so bad."), migraine ("hemiplegic migraine/headache") and device expulsion ("migration of essure device location of device: uterus"). The patient was treated with surgery (robotic assisted total laparoscopic hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, salpingitis, pelvic pain, allergy to metals, adhesion, cerebrovascular accident, memory impairment and device expulsion outcome was unknown and the migraine had resolved. The reporter considered adhesion, allergy to metals, cerebrovascular accident, device dislocation, device expulsion, memory impairment, migraine, pelvic pain and salpingitis to be related to essure. The reporter commented: robotic assisted total laparoscopic hysterectomy, bilateral salpingectomy with removal of essure coils and uterosacral ligament suspension. Discrepancy noted date of insertion :- (B)(6) 2011. Patient received treatment for migration, nickel allergy. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: results: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 25-jun-2020: pfs received. Lot number added. New event added: hemiplegic migraine, device expulsion. Medical history added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration'), salpingitis ('mild chronic salpingitis') and pelvic pain ('pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included lower abdominal pain, chronic cholecystitis, gallbladder disease and cholecystectomy. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), allergy to metals ("nickel allergy"), adhesion ("serosal fibrous adhesions"), cerebrovascular accident ("she had diagnosed with mimics strokes") and memory impairment ("her memory was so bad."). The patient was treated with surgery (robotic assisted total laparoscopic hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, salpingitis, pelvic pain, allergy to metals, adhesion, cerebrovascular accident and memory impairment outcome was unknown. The reporter considered adhesion, allergy to metals, cerebrovascular accident, device dislocation, memory impairment, pelvic pain and salpingitis to be related to essure. The reporter commented: robotic assisted total laparoscopic hysterectomy, bilateral salpingectomy with removal of essure coils and uterosacral ligament suspension. Discrepancy noted date of insertion: on (B)(6) 2011. Patient received treatment for migration, nickel allergy. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2011: results: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received events "her memory was so bad,she had diagnosed with mimics strokes" were added. Reporter information was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration'), salpingitis ('mild chronic salpingitis') and pelvic pain ('pain') in an adult female patient who had essure (batch no. 20227512,12440750) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included lower abdominal pain, chronic cholecystitis, gallbladder disease, cholecystectomy and panic attack. Concomitant products included ethinylestradiol;levonorgestrel (jolessa) and mestranol;norethisterone (ortho novum). On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), allergy to metals ("nickel allergy"), adhesion ("serosal fibrous adhesions"), cerebrovascular accident ("she had diagnosed with mimics strokes"), memory impairment ("her memory was so bad."), migraine ("hemiplagic migraine/headache") and device expulsion ("migration of essure device location of device: uterus"). The patient was treated with surgery (robotic assisted total laparoscopic hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, salpingitis, pelvic pain, allergy to metals, adhesion, cerebrovascular accident, memory impairment and device expulsion outcome was unknown and the migraine had resolved. The reporter considered adhesion, allergy to metals, cerebrovascular accident, device dislocation, device expulsion, memory impairment, migraine, pelvic pain and salpingitis to be related to essure. The reporter commented: robotic assisted total laparoscopic hysterectomy, bilateral salpingectomy with removal of essure coils and uterosacral ligament suspension. Discrepancy noted date of insertion :- (B)(6) 2011, (B)(6) 2011. Patient received treatment for migration, nickel allergy. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 03-oct-2011: results: total bilateral occlusion. Lot number: 12440750 manufacture date:2010-05 expiration date:2013-03. Lot number: 20227512 manufacture date:2009-12 expiration date:2012-12 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-jul-2020: quality safety evaluation of ptc; on 6-jul-2020: pif received: no new information added. Fu 8 and 9 processed together. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure). Essure was removed in (B)(6) 2014. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.